Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. The IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. ¿patient care and management¿ (under "anticoagulation"), provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced perioperative bleeding on (B)(6) 2021. The patient developed generalized coagulopathy that required blood transfusions during the procedure. The patient also developed thrombocytopenia that required platelet transfusions. The patient received desmopressin. The coagulopathy resolved on b)(6) 2021.

Event description:
It was reported that the patient experienced perioperative bleeding on (B)(6) 2021. The patient developed generalized coagulopathy that required blood transfusions during the procedure. The patient also developed thrombocytopenia that required platelet transfusions. The patient received desmopressin. The coagulopathy resolved on b)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The (B)(6) instructions for use (IFU), rev. C, is currently available. The IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the (B)(6) left ventricular assist system. ¿patient care and management¿ (under "anticoagulation"), provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.